Manufacturer narrative:
The event occurred in japan. It was reported that the error message ¿b temp¿ occurred on the rotaflow console as no patient was involved. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. A getinge service technician investigated the rotaflow console s/n (B)(6) and the technician was able to confirm the reported failure. The battery pack with fuse (article number 70101.7188) has been replaced. A functionality test and electrical safety test was performed and the device is working as intended. The device is back in clinicial use. The reported failure was investigated by the getinge life cycle engineering (lce) in a similar complaint and the root cause could be determined as a displaced contact of the connector on the battery pack. Which could led to the reported error. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2025-11-14 and during the period of 2017-09-17 to 2025-11-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2017-09-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in japanese. It was reported that the error message ¿b temp¿ occurred on the rotaflow console. The issue did not occur during patient use. No patient was involved. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the japanese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701051711.